Event description:
It was reported that the device had frequent primary audible alarm during infusion. There was no harm or adverse event reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced to correct the issue. The service history review had primary audible alarm events reported by customer. The device passed all functional testing after repair.